Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display after being exposed to moisture. Customer stated that she was setting by the poolside and water must have gone into the insulin pump because when she was looked into the insulin pump there was blank display. Advise customer to remove battery but insert battery alarm was not displayed on insulin pump screen. Customer stated that there was no sign of physical damage to battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Device also received with cracked case(battery tube) and cracked battery tube threads.